Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime unit during prime test due to faulty force sensor system. The motor was tested outside the device and passed. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 182 mg/dl. The customer stated that the pump alarmed motor error and it rewound. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was no motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.